Event description:
It is reported that the pt was revised due to the wrong size articular surface being implanted.

Manufacturer narrative:
Evaluation summary: the articular surface and tibial component initially implanted were confirmed as an incompatible paring. The implanted tibial component could require an articular surface color-coded as either green or striped green. This color coding exists on the main product label on the outer box. Additionally, the compatibility chart in the nexgen knee profiler also defines the appropriate color and size tibial component for use with the applicable articular surfaces. Root cause for this event appears to be user error; however, it is unknown how or why these units were chosen for use. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.